Event description:
The suture was used during an appendectomy. Reportedly, the suture broke and bleeding occurred. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.